Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and topical skin adhesive was used. At the end of the surgery on a patient, clinical staff squeezed the ampoule to open it, as per normal directed use, and it broke, exposing sharp plastic shards in the squeezed section of the surgical tool. She received a puncture type injury. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? We have been unable to get ahold of the frontline caregiver who was involved in this event. At this time we do not have additional information to contribute to the investigation. This medwatch report is in response to receipt of a voluntary medwatch report mw 4600100000-2022-8011. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, h4, h6 component code: g07002 product not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected data: d7a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.